Manufacturer narrative:
No relevant alarms were observed. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation was unable to determine a direct root cause.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit for one patient. The initial result was 28 ng/l, and the repeat result from an external laboratory on the next day was "negative"; no exact result was provided. On (B)(6) 2025, a new sample was collected, and the result was 7 ng/l. The result of 7 ng/l was deemed to be correct. The doctor questioned the initial results and requested that the sample be tested at another lab.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The calibration and qc were passing at the time of the event. The investigation is ongoing.